Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that while the surgeon was implanting an implantable collamer lens; a sfc-45 cartridge with foam tip plunger had failed. It was noted" the part of the sfc-45 where the lens is set in a mountain fold (opposite of the nozzle) is wider than other sfc-45's; making it impossible to set the lens". The lens was implanted and the problem was resolved due to another lot of cartridges were used. The cause of the event was reported as the device and indicated "we recognize that there are individual differences in the shape of the sfc-45".

Manufacturer narrative:
H3 - device evaluation: lens was returned in a device tray. Visual inspection found no visible damage to the lens. The dimension of the returned cartridge loading duck was found to be within range of the upper and lower limits. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).